Event description:
It was reported that the patient had an infection. Symptoms of back pain and fever were noted. The physician believed that the infection was due to patient not following instructions. The patient was given antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well postoperatively. The explanted ipg and leads will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352500. Model: sc-2352-50 serial: (B)(6). Batch: 7078787 / 7079178.